Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging device was not working. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed an unknown contaminant on the water tank lid, water tank seal, and water tank. What appeared to be dried liquid spots with potential mineral deposits was observed on the water tank. An observation was made of what appeared to be small cracks in the ui display bezel around the therapy button. A dust-like contaminant with potential liquid ingress and mineral deposits was observed on the ui display bezel. The ui display front tab was observed to have been broken off. A dust-like contaminant and dried liquid spots with potential mineral deposits was observed on the top enclosure, center enclosure, and iso port. A brown colored contaminant that appeared to be burn marks was observed on the iso port. A dust-like contaminant and dried liquid spots with potential mineral deposits was observed on the blower and blower box. Dust-like contaminants were observed on the blower seal and inside the inlet of the blower box. The p3 power connector was observed to have corrosion to it, likely due to liquid ingress. A dust-like contaminant and dried liquid spots with potential mineral deposits was observed on the heater plate, heater plate spring, and bottom enclosure. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer confirm the complaint, but not address the specified symptoms.